Event description:
Event description guidant/crm received information that due to low r-wave and loss of capture this endotak c lead was capped off and removed from service. It was replaced with an endotak endurance lead without issue.